Manufacturer narrative:
D5,6; h4: info not available. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, nonconforming; outer gasket condition, torn; sleeve condition, conforming and stopcock condition, conforming. Functional tests & results: flapper door fucntional, conforming. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported "trocar leaked through the case" during surgery occurred due to a torn outer gasket measuring approximately 1/4". The instrument was received with the outer gasket torn but complete. No conclusion could be reached as to how the outer gasket had become torn.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the customer stated the trocar leaked through the case. Only the cannula was saved from the procedure, but the case was completed with this trocar. There was no consequence to the pt.